Manufacturer narrative:
Advanced failure analysis partially confirmed the initial findings. The initial observation of missing grips pin was actually determined to be a broken yaw pulley as the pivot pin is molded onto the yaw pulley. The distal clevis ear where it was broken was removed to inspect the break location. The yaw pulley pin appeared to be completely broken off and the piece was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the reported failure was confirmed. The instrument was found to have an imprecise motion failure. This instrument¿s grip tip was not moving intuitively, i.e. It was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively at the pitch orientation. The instrument exhibited imprecise motion. The common cause is attributed to a dislodged yaw cable grip-crimp. An additional observation related to the customer reported complaint was observed. The instrument was found to have the grip-crimp dislodged at the distal end. The grip-crimp was still attached to the yaw cable, however, the instrument exhibited imprecise motion as a result. Additional observations not related to the customer reported complaint were also observed. The instrument was found to have one of the grip pins missing from the monopolar yaw pulley assembly at the distal end. The instrument was received with a missing grip pin and the grip pin was not returned with the instrument. The grip pin approximately measured from 0.061" x 0.072". The instrument was found to have a bent cautery hook, causing side to side misalignment of the tips. There was an approximately 0.017" offset from its alignment. The instrument was also found to have indentations on the edge of the distal idler pulleys. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the permanent cautery hook no longer moved correctly due to a cable break. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument did not follow the commands as it should. No further information was available on the movement of the instrument. The color of the broken cable is not known but reported that it was found completely broken. The customer could not confirm if the missing material and damage occurred outside of a surgical procedure. There was no report of fragments falling from the device while used within a patient.